Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other : it was reported that the rv (right ventricular) lead was capped due to oversensing and undersensing. Additional information was subsequently received reporting the lead was capped in 2006, but it was actually explanted in 2009. T-wave oversensing was indicated. No patient complications were reported as a result of this event. No conclusion can be drawn, oversensing, undersensing.

Event description:
It was reported that the rv (right ventricular) lead was capped due to oversensing and undersensing. Additional information was subsequently received reporting the lead was capped in late 2006, but it was actually explanted in 2009. T-wave oversensing was indicated. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was capped due to sensing difficulty. No patient complications were reported as a result of this event.